Manufacturer narrative:
No patient information was provided. Very limited information was provided. Only the hospital name and country. Product has not been returned for evaluation. The reporter did not indicate where the leak occurred.

Event description:
A hospital employee alleged that a 3m ranger (tm) high flow disposable set leaked during priming. No patient injury occurred. It was not indicated if they were using blood or saline.